Event description:
Pt had port inserted into left subclavian for chemotherapy for ca stomach with mets on 3/11/92. Pt was re-admitted on 8/9/93 for removal of nonfunctioning port and insertion of new port. A chest x-ray taken prior to surgery showed the left port catheter to be severed at the subclavian level. An echo and cat scan failed to locate the distal portion of the port. On 8/10/93 at 1615, the pt was taken to the or for removal of the old access (the portion that remained) and insertion of new port.